Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. The reported patient effects of cerebrovascular accident, embolism and weakness are listed in the emboshield nav6 instructions for use (IFU), as known possible adverse events that may be associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a calcified and stenotic lesion in the left carotid artery. The filter of a large emboshield nav6 embolic protection system (eps) was successfully deployed and the carotid stenting procedure completed with no reported issues. The filter was successfully retrieved and all devices were removed from the anatomy. Five minutes post procedure, the patient developed sudden onset of right sided weakness and a thrombotic stroke was diagnosed angiographically. Angioplasty with an unspecified balloon catheter was performed and heparin given. While there was some improvement, right sided weakness remained. The patient was reported to be stable. No additional information was provided.